Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as rash under all te pads, small pimples that are itching. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed cortisol ointment for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.